Manufacturer narrative:
Failure event observed during analysis. A partial lead of distal portion measuring 33.0 cm was returned in one piece. Final analysis found external insulation abrasions breaching the outer insulation noted at 10.2 cm to 10.3 cm and 14.6 cm to 14.9 cm from the distal end consistent with friction to another implanted device or feature of the patient anatomy. An external insulation abrasion breaching the outer insulation was noted at 31.9 cm to 33.0 cm from the distal end consistent with friction to device can.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Correction: labeled for single use? Should have been selected ¿yes¿ in the initial MDR.